Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2011-01187 and medwatch 2210968-2011-01188. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The blade failed to rotate during the evaluation.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2011. During the procedure, the blade would not extend beyond the housing. The case was converted to mini laparotomy. There were no adverse patient consequences related to the mini laparotomy.